Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring seal did not deploy out of the delivery tube into the aorta. The surgeon used a side biter clamp to complete the procedure. No other patient complications were reported by the hospital. This report is for the first seal.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A lhr review cannot be performed because the lot number was not provided by the hospital.